Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient had a lead integrity alert (lia) for high lead impedance. It was noted that patient had dehydration and unrelated illness and it may an effect on the lead impedance. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.